Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening. A weight test of the explanted material was performed which identified the device was underweight. A microscopic analysis of the returned device identified a sharp extended opening on the posterior side assessed as unidentified tear opening, and stress marks assessed as non penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening assessed a unidentified tear opening, and the wrinkling condition that was indicated in the complaint was not observed. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and "severe wrinkling." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and "severe wrinkling." Device remains implanted.

Event description:
Device has been explanted.